Manufacturer narrative:
Per the factory in (B)(4), upon evaluation massive thermal damages were found. Several functions were defective. The diagnosed damages were found to be not caused by a product defect. The electrical power provided by the scope itself is not capable to heat up the distal end to product damages like the present ones. Therefore; root cause most likely is related to the in combination used laser device (as reported: limax laser). The factory also stated in their report to (B)(6), " we would like to remind, that it needs to be ensured that power to laser probes is not applied until the active parts have left the instrument channel and are in user's field of vision. Activation in the instrument channel may lead to serious injury and damage to the video bronchoscope. Furthermore, it must be ensured that power is only applied when there are no flammable gases in the operating field or in the proximity of the video bronchoscope."

Event description:
Per the factory in (B)(4), allegedly there was an event occurred in (B)(6) during a procedure using a flexible video -bronchoscope and a laser device limax laser, airway fire caused by laser and resulted in patients death.